Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the white coating over the pocket and the pump was unknown at this time. No further patient complications reported.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 15mg/ml at 6 .390mg/day, clonidine 409mcg/ml at 174.24mcg/day, and bupivacaine 15mg/ml at 6.390mg/day via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs) . It was reported that the healthcare provider was doing a routine pump exchange due to ¿end of life¿. The physician opened the pocket and some white fluid came out of the pocket. When the physician opened up further he noticed there was white coating over the pocket and the pump. It was unknown if any environmental, external or patient factors may have led or contributed to the issue. The patient showed no signs of any infection, he had no swelling, no redness, and no fever. The physician took swabs to get the substance analyzed. The actions and interventions taken to resolve the issue was reported as the physician thoroughly wiped out the pocket and rinsed the pocket out multiple times with ¿dabs¿. The issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury and no further patient complications were reported.